Event description:
It was reported that, during use on a patient, the printer of the cardiosave intra-aortic balloon pump (iabp) would not print. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit for the reported issue. The fse tested the printer, and found the printer functions without issue. The fse was unable to reproduce issue. The fse then conducted functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. The unit was returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.